Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased threshold values were noted on the lead. An in-clinic follow up is anticipated to resolve the issue but not yet scheduled. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During follow-up, increased threshold values were noted on the right ventricle (rv) lead. A lead revision was performed and a new rv lead was implanted to resolve the issue. The patient was in stable condition.

Event description:
During follow-up, increased threshold values were noted on the right ventricle (rv) lead. The lead was capped and a new lead was implanted to resolve the issue. The patient was in stable condition.